Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined that the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the filtrap catheter was advanced into the anatomy and the filter was expanded. When the 4.0x12 xience alpine stent delivery system (sds) was advanced over the filter shaft, the sds became stuck and the tip of the sds did not reach the proximal end of the guiding catheter outside of the patient anatomy. An attempt was made to retract the sds; however strong resistance was noted and the sds could not be removed. The physician cut the filter shaft where the sds was stuck so vessel access was maintained. Another sds was used to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.